Event description:
The customer reported that there is a broken zipper on the canopy. They could not specify which panel or the nature of the damage. There was no patient injury reported. Evaluation shows that both large windows zippers sliders bodies are open.

Manufacturer narrative:
(B) (4) broken zipper. Evaluation of the returned products shows that the large window a zipper slider body is open. Large window b zipper slider body is open. (B) (4).